Event description:
Journal reference: ferraye mu, debu b, fraix v, et al. Effects of subthalamic nucleus stimulation and levodopa on freezing of gait in parkinson disease. Neurology 2008; 70(16, pt.2): 1431-1437. We studied the effects of subthalamic nucleus (stn) stimulation vs levodopa on freezing of gait (fog) and gait impairments in a large consecutive series of 123 pts with parkinson disease with bilateral stn stimulation. The pts were evaluated before surgery and 1 yr after surgery. In all pts but those experiencing fog during the stand walk sit test before surgery, the benefit of stn stimulation did not reach that of levodopa before surgery. In pts with fog before surgery, the effect of stn stimulation did not differ from that of levodopa either before or after surgery. Reportable event: before surgery, 25 pts with levodopa-responsive fog displayed fog episodes and 48 were unable to complete the stand walk sit test when off levodopa. Both symptoms were alleviated by levodopa. After surgery, stn stimulation reproduced the improvement induced by levodopa before surgery in all but two pts with fog and five others unable to walk.

Manufacturer narrative:
.